Manufacturer narrative:
Date of event: unknown, not provided. Serial number: unknown, not provided. Catalog#: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: a complete UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient initially requested information regarding the zxt225 intraocular lens (iol). Through follow-up, it was learned that the patient had the zxt225 replaced with a non-johnson and johnson iol. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: manufacturing record evaluation could not be performed since the serial number is unknown. Historical review of complaints: historical review of complaints related to the production order could not be performed since the serial number is unknown. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.